Event description:
The nurse anesthetist (crna) and trauma surgeon were called immediately to the head of the patient's bed. The crna struggled to ventilate the patient via in situ trachea. A decision was made to intubate the patient's trachea from above (orally intubate the patient). The patient had an unstable neck and was stabilized with in line stabilization. A new disposable miller 2 blade (ge) steelite laryngoscope blade was tested prior to airway management. However, light source failed upon insertion into the oropharynx. Copious secretions noted and the desaturation worsened. Another blade was procured and the patient was intubated. This is one example of several laryngoscope light source failures during airway management involving the new ge disposable blades. Interestingly, they are being utilized with a storz blade handle. Do both companies contend they are compatible? Several colleagues have remarked that they have experienced similar problems.